Event description:
The MFR received info alleging a ventilator fails to operate on internal battery power. The device has not yet been evaluated by the MFR. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.